Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a bent needle, distal tip damage, a cracked weld, and a broken lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip lens of the scope was broken. No case reported; therefore, there was no patient involvement.